Event description:
The customer stated that he removed the battery, and it was very hot. The customer also stated that the display was blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and battery heating up due to a component on the liquid crystal display puncturing through the isolation tape, and making contact to the battery tube.